Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging damaged label - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (01/20/2015).the patient¿s meter has been returned on 10/15/2014 and evaluated by lifescan product analysis on 1/8/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a faded/worn label. In addition, a secondary issue was noted when the meter was found to have cracked/broken lines on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.